Event description:
It was reported that the pt had an advance sling implanted the date of implant was not provided. Following the implant, the pt had incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2012.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.